Manufacturer narrative:
Result: cable lift power coil cord.

Event description:
It was reported by service report that the head end of the bed would not go down. It is unknown if there was patient involvement or if there were adverse consequences to report.